Event description:
On (B)(6) 2010, patient reported the down button does not respond consistently. Button pops up when it is pressed and then released. Patient has used infusion device for 3 years and boluses 6-8 times per day. Infusion device has not been dropped within the past 24 hours. Infusion device was exposed to water 2 years ago. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested for evaluation.